Manufacturer narrative:
We have since learnt that the following information which was submitted in b5 of the initial report was for a second pump which failed during this case. Additional information received indicates the cone failed completely. A spare cone and supplies were available on the heater so everything was at hand. The cone was replaced and the patient was off support for ~2 minutes approximately. A separate report has been created for this second pump and it will be filled. B.7, e.3 and h.2.6.2 have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned with evidence of a clot around the top and bottom pivot along with a crack in the housing. Visual inspection showed that the impeller was loose inside the housing. With the device housing being cracked the device was not able to be tested on the bio-console. The device was cut apart and there appears to be some damage to the spindle/pivot interface. Reason for return was confirmed for damage. Conclusion: the reason for return was confirmed for damage. The device was returned with evidence of a clot around the top and bottom pivot. Note, per the indications for use, IFU m953426a002, "a strict anticoagulation protocol should be followed, and anticoagulation should be routinely monitored during all procedures. The prescribing physician must weigh the benefits of extracorporeal support against the risk of systemic anticoagulation. Adequate heparinization should be maintained per institution cpb protocol." It is also noted that although the case record was provided and reviewed with a medtronic medical affairs representative, the "ECMO graph sheets" for the last two days in which the device was in use (03 oct 2021 and 04 oct 2021) and the "perfusion ECMO report and handover sheet" for the days in which the device was in use were omitted. The returned device was also found to have a crack in the housing. Note, it was stated in the follow-up information, "device shows a cracked case, but this damage occurred after the incident when it was accidentally dropped". Visual inspection showed the impeller was loose inside the housing. With the device housing being cracked the device was not able to be tested on the bio console for performance analysis. The device was cut apart and there appeared to be some damage to the spindle/pivot interface. If the pump is run with insufficient fluid, for example in the presence of thrombus formation, this will cause degradation of the bearing, which would result in the buzzing/vibration noise reported. Saline or blood is required during use to cool the ceramic pump bearing. IFU m953426a002 states, "formation of thrombus in the circuit may increase the risk of damage to the perfusion system equipment." Review of the complaint file determined that the device was used for greater than six hours. This is off-label use because per the indications for use, IFU m953426a002, "the affinity cp centrifugal blood pump is used to pump blood through the extracorporeal bypass circuit for extracorporeal circulatory support for periods appropriate to cardiopulmonary bypass (up to 6 hours). It is also indicated for use in extracorporeal support systems (for periods up to 6 hours) not requiring complete cardiopulmonary bypass (eg, valvuloplasty, circulatory support during mitral valve reoperation, surgery of the vena cava or aorta, liver transplants)." Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity cp centrifugal blood pump, the customer reported that after 10 days in use, the pump started to make a new buzzing/vibration noise. The noise was coming from the pump cone or the external drive. The physician could not determine which of the two components were the source of the noise as both were vibrating together. After approximately 4 minutes the vibration/buzzing noise greatly increased. The rpms on the console did not change. The flows rapidly decreased and the patient's saturations dropped immediately. By that time, the physician, nursing and respiratory therapy staff were at the bedside. They began running a code as the patient's pressure rapidly decreased and they became bradycardic. The nurse clamped both drainage and return ECMO circuit lines and the physician stopped the pump drive, removed the cone from the drive and removed the tubing from the cone by hand. They then connected one port of the new cone to the circuit tubing and primed the new cone with the patient's volume. When the cone was ready they completed the circuit connection and placed the new cone in the drive. The process of removing the old cone and priming and connecting the new cone took approximately 3 minutes. The physician restarted the pump with the new cone. The vibration and buzzing sound was gone and flows were brought up to previously levels quickly (6.2 lpm, 3230 rpm). The patient was successfully resuscitated. The device shows a cracked case, but it was confirmed that this damage occurred after the incident when it was accidentally dropped. Customer is querying if there is an issue with the motor and it not spinning perfectly center could this cause wear on the disposable and lead to premature failure. Additional information received confirms the disposable pump failed, the remote drive has no issue and continues to be used with the replacement ap40 pump that replaced the failed one. There is no allegation against the 560a motor. Additional information received indicates the cone failed completely. A spare cone and supplies were available on the heater so everything was at hand. The cone was replaced and the patient was off support for ~2 minutes approximately.